Manufacturer narrative:
The complaint was verified. The down button does not operate. The connection of the down flex print is interrupted.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the up/down button on the infusion device is non-functional. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require assistance from a healthcare professional or second party to address the issue.